Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. The customer¿s spouse assisted customer by giving them glucose tablets. Tandem technical support recommended the customer to consult with a healthcare provider to discuss diabetes management.